Event description:
Primary stability achieved, no osseointegration. Immediate implantation after tooth extraction. Later infection around implant site and implant had to be removed. Patient with down syndrome.